Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a loss of therapeutic effect. The pt was able to turn on the right side device and the tremors went away. The pt was unable to turn the left side device back on. The pt programmer's middle light was off, indicating a potential depleted battery on the left side. The pt further reported the device had been going off and he had to turn it on for the past 8-10 days. The pt met with a "pd" who checked the device, but "wouldn't turn him up". Following the appointment, the pt reported shaking, sweating, and twitching after returning home.